Event description:
Patient reported this case of anaplastic large cell lymphoma to the FDA who confirmed the case with her physician. Patient has history of bilateral breast augmentation and subsequent bilateral seromas two years post augmentation. Biopsy of seroma fluid positive for anaplastic large cell lymphoma t-cell type, alk negative of left breast only. Bilateral capsulectomies and explants performed. No chemotherapy or radiation therapy; patient doing well under observation at this time.

Manufacturer narrative:
(B)(4). Device labeling addresses the reported event of seroma as follows: the (B)(4): 3 year and 5 year. Cumulative first occurrence, kaplan-meier. Adverse event rates (95% confidence interval), by patient: seroma 2.6% through 3 years, 2.6% through 5 years. "If unusual symptoms occur after surgery, such as fever or noticeable swelling or redness in one breast, you should contact your surgeon immediately." (Allergan saline breast implant labeling). Device labeling reviewed: there were no reported events of lymphoma/alcl for patients in the (B)(4) included in the labeling for saline breast implants.

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).